Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg being located at the patient's belt line. Surgical intervention was undertaken on (B)(6) 2014 and the patient's ipg was relocated.